Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the bench testing confirmed when the battery was reinserted after 6hrs without power the time/date reset to default. Unable to verify a time/date reset to the default setting in the black box. Removed cover; a visible inspection confirmed the internal battery was leaking. The tdd history shows 2 records for (B)(4). Tdd history and basal history indicate a manual time change on (B)(4). Pump was exercised for 24hrs with returned battery cap and returned cartridge cap. After 24hrs the battery was removed for 6hrs. The tdd¿s add up correctly. Pump passed delivery accuracy testing and was found to be delivery is within required range. Unrelated to the complaint, the display screen had pinkish contrast. T animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time and date reset) issue: when battery is removed for less than 24 hours, the pump's time/date reset to default settings. The patient then allegedly had a blood glucose of 350 mg/dl with moderate ketones, thirst, and polyuria. The time and date issue is not being reported because the pump displays the verify screen after a battery change and the time and date must be set to confirm the verify screen, and is unlikely to cause an adverse event. The bg excursion is being reported because the patient developed hyperglycemia subsequent to the use error of not correctly confirming the time in the pump.